Manufacturer narrative:
Analysis of the product confirmed the reported issue. The device was received in with broken strap. A root cause could not be determined. However, the fold marks on the strap indicated the unit could have been caught between something, weakening the strap and contributing to the breakage. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #2019-00357.

Event description:
Supplemental needed for additional information.

Manufacturer narrative:
Product return is expected but have not been received in yet. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4). Expected but have not returned yet.

Event description:
Customer reported a teenage patient was physically restrained to a stretcher for aggression and agitation and the webbing part of the ankle restraint broke. Additional information from the customer on 03/25/2019 confirmed there was no serious injury associated with the reported failure. The date the issue was discovered is unknown.